Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, distal humeral stem, unknown humeral tray, unknown glenosphere, unknown glenoid base plate, unknown proximal body. Dave r shukla, julia lee, devin mangold, robert h cofield, joaquin sanchez-sotelo, & john w sperling,(2018). Reverse shoulder arthroplasty with proximal humeral replacement for the management of massive proximal humeral bone loss. Journal of shoulder and elbow arthroplasty, volume 2: pg. 1¿6. Doi: 10.1177/2471549218779845, journals.sagepub.com/home/sea. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05421.

Event description:
It was reported in journal article that a patient underwent a reverse shoulder arthroplasty revision due to dislocation. Proximal body length was reported to be increased to increase soft tissue tension. No additional information was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause is related to patient condition. Per the author, "none of the complications or failures were due to problems inherent with the implants. They were due to patient co-morbidities and effects of having multiple prior procedures." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.